Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The treatment rendered was not reported. The cause of the peritonitis was unknown. The patient recovered from the peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event. A review of all batch record documents was performed for potentially associated lots h12e18056, h12h21039, h12i27059, h12d09066 and h12d30047 with no issues noted during the manufacturing process.